Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose.. The customer's high blood glucose level was 400 mg/dl and the low blood glucose was 40 mg/dl. The customer's current blood glucose level was unknown. The customer high blood glucose was treated by the manual injections and the low blood glucose level was treated with the juice and glucose tablets. The customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.